Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: agent. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following stenting of the celiac tripod via 7 french sheath, the angio-seal was attempted to be used; however, the anchor was stuck in the device and the device pulled out. Therefore, manual pressure was used for hemostasis. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was no patient injury, the patient was in stable condition, and no blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition as there are visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the assembly tip. Functional testing starts with setting the device into forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the assembly tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The returned device appeared to be in used condition, with the anchor still present. The device was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.